Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer stated that the device passed its initial testing and was returned to service. When the device was returned for service the following day. The device failed during testing this time, and it was discovered that it was functioning on battery power. The power cord was tested and found to be in good condition. Even with the power cord properly plugged in and connected to the device and to power, the device will show that ac power is connected but will continue to operate on battery power. The screen did freeze for a second, before the device shut off. There were no visible or audible alarms, only the screen freezing. A quote for field service evaluation was created and sent to the customer. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the avea ventilator screen froze and the unit shut down while it was on a patient. Furthermore, the patient became desaturated but was removed from the unit and bagged until an alternative device could be provided and no further patient harm noted.

Manufacturer narrative:
Device evaluation update: g3, g6, h2, h3, h6 and h10. Results of investigation: vyaire medical was able to confirm the issue and a vyaire field service representative(fsr) evaluated the device onsite, and checked unit and when plugging unit to power outlet, unit would not power on and no int led was present. The unit was then turned on after 10 minutes of being plugged in. Even with the unit hooked into ac, a low battery message still showed up. Fuse, power cable, and int battery replacement attempts were made, but the problem persisted. The problem was resolved by replacing the power supply kit. Unit passed all tests when operational verification procedure (ovp) was conducted, and it operates in accordance with OEM (original equipment manufacturer) specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.